Event description:
This 67 year old female pt with bile duct stricture underwent endoscopy and placement of nasobiliary tube. The endoscopy showed that the guidewire in the duodenum was frayed, and the guidewire was removed. There was no injury to the pt.